Event description:
It was reported that bd pegasus¿ safety closed IV catheter system injector popped up after connecting the q-syte 10 times. No serious injury or medical intervention was reported.

Manufacturer narrative:
Describe event or problem: it was reported that bd pegasus¿ safety closed IV catheter system injector popped up after connecting the q-syte 10 times. No serious injury or medical intervention was reported. Investigation: the DHR review was performed on the sub-assembly lot numbers: 7088582 ¿ this lot number was built on qfa line 4, from 06apr17 thru 09apr17 for a total of 234,000. Review disclosed one non-related qn was initiated that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. 7143621 ¿ this lot number was built on qfa line 2, from 01dec17 thru 03dec17 for a total of 269,995. Review disclosed two non-related qn¿s were initiated that would not impact the outcome of the quality of the product relevant to the defect stated in the pir review of DHR¿s revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Received one used pegasus 22ga unit with an attached q-syte unit from the catalog number 383934; lot number 7137282. Visual/microscopic evaluation: observed the slit cut was present and no surface damage to the septum top disk. Lubrication was present on the septum top disks. Functional test: a functional assessment of the connection compatibility of the returned q-syte unit using the accompanied slip luer syringe connection was successful and the q-syte unit stayed connected (no disconnection) during testing. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit and a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system injector popped up after connecting the q-syte. No serious injury or medical intervention was reported.